Event description:
Information was received regarding a cadd legacy plus pump. It was reported that a "no clamp disposable" message was on the pump display when a 100 ml cassette was attached to the cadd pump. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.